Event description:
It was reported that the ventilator had a battery failure and the customer is only seeking for battery part number. The ventilator was not in use on a patient at the time of the event occurred.